Event description:
It was reported that during preparation for a procedure, a pt fell from the table of an innova 4100 system. The pt was placed on the table with the aid of a sliding board which remained under his body. There was a nurse and 2 technicians present at the table on the left hand side. The nurse was shaving the pt's chest and was applying disinfectant when the pt moved his arms above his head. The staff members were attempting to make him comfortable when he suddenly jumped a little or slid off of the right hand side of the table. The pt experienced a fractured right arm and right hip. The pt also had an external bleeding head injury in 2 places. A follow up exam discovered a small subdural haematoma head injury. The pt was transported to an intensive care unit (ICU). The pt is reported to be recovering and is no longer in an ICU. There was no allegation from the site of a device malfunction. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.